Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: *was the broken needle piece retained in patient? If yes, how was it retrieved? =>no further information is available. Was the procedure completed successfully? =>no further information is available. Initial procedure date =>no further information is available. Event date: no further information is available. What is the patient's current status?: no further information is available. Device return status/follow up: we regularly contact with sales rep about the device returning. No further information is available.

Event description:
It was reported that the patient underwent a coronary artery bypass graft procedure on unknown date and the suture was used. During the surgery, the needle was broken at the tip during dermostitch by interrupted suturing. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent to the FDA: 08/10/2020 corrected information: h6 additional h3 investigation summary: a needle/suture of product code pdp8252 was returned for evaluation. During the visual inspection of the sample, the needle was received broken at the tip area, body fluids could be observed, and marks were present due to use. Due to condition of the broken needle, additional evaluation is necessary to determine the assignable cause. A second evaluation was performed. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent to the FDA: 7/16/2020 additional information: d10, h6 additional h3 investigation summary: it was reported performance breakage needle. A needle/suture of product code pdp8252 was returned for evaluation. During the visual inspection of the sample, the needle was received broken at the tip area, body fluids could be observed, and marks were present due to use. Due to condition of the broken needle, additional evaluation is necessary to determine the assignable cause.